Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was uncertain if this cardiac resynchronization therapy defibrillator (crt-d) was working or not. There was an attempt to obtain additional pertinent information but was unsuccessful. This crt-d remains in service. No adverse patient effects were reported.